Event description:
At 16 days after the primary, the patient came in reporting pain due to a subsided stem and the cause is unknown. The surgeon revised the stem, head, and liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 26 july 2022. Lot 2100572: (B)(4). Expiration date: 2026-04-15. No anomalies found related to the problem. (B)(4).

Manufacturer narrative:
[Fu1 sent on the same day of the initial to due human error (clinical evaluation not reported in the initial report)] clinical evaluation performed by medical affairs department. Revision 16 days after cementless primary tha in a male patient due to stem subsidence.the surgeon revised the stem, head, and liner. Two radiographic images are provided, one after the index surgery and one after the revision. Since an image right after the index surgery is not provided, it is not possible to evaluate the original position and the sizing of the stem . The pre-revision image shows the stem subsided and dislocated from the cup, which was probably due to stem subsidence and consequent loss of tension.